Manufacturer narrative:
Unit received with critical pump error due to moisture damage to force sensor. Unit received with corroded electronic assemblies and corroded motor home switch. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error.

Event description:
Customer reported via phone call that insulin pump had critical pump error. Customer's blood glucose value was 160 mg/dl at the time of the incident. The insulin pump was beeping and pump screen have an x pointing to a book. Customer states he just gone through filling the tubing and the pump alarms open book image and needs to rewind repeatedly. The customer was assisted with troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.